Event description:
It was reported that the user struck the ilet against a toilet seat rail during a nighttime restroom trip, after which the screen was cracked with visible fractures extending from the middle to the top right and down to the bottom right, and the device could not be unlocked. Symptoms included no reported adverse clinical effects and no impact to blood glucose as monitored on the user¿s dexcom g7 app. Outcomes included the user discontinuing pump use and administering manual injections while awaiting a replacement device. Investigation included verification of device details and user education on data sync, shutdown, return procedures, and start-up requirements for the replacement. Investigation of this case revealed physical damage to the display assembly consistent with accidental impact, resulting in a broken or cracked screen and impaired user interface functionality. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.